Event description:
A customer reported that during a cataract extraction procedure, the crystal from the handpiece came out and entered the patient's eye. The patient underwent a secondary procedure to remove the crystal that was behind the intraocular lens (iol). Additional information was received from the reporter indicating that some of their handpieces had been reprocessed(repaired) by a 3rd party manufacturer and that they did not believe that there was a problem with the handpieces. The reporter also stated that since this issue, they have started using distilled water instead of sterile water to clean their handpieces and have not noticed any crystals since the change. The surgeon was contacted by the reporter and was told that he is unwilling to provide any additional information surrounding this event.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).